Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer would not boot up, the programmer booted up and interrogated wirelessly and non wirelessly. It was noted that there was extensive corrosion found inside the device, the upper case was broken and the stylus was missing. It was noted that the programmer would be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up. The product has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.